Event description:
It was reported that there was no damage observed to the CT lucia 602 lens either at the time of folding/loading or post insertion. However while the lens was observed to be well centered and free from any scratches, the haptics could not be anchored into the sulcus as additional loss of integrity to the posterior capsule had occurred with vitreous prolapse. The lens was sectioned and removed with the mackool lens cutter and forceps and an anterior vitrectomy performed. Patient recovered uneventfully in an aphakic state and will be referred for implantation of a sutured lens once healing is complete.

Manufacturer narrative:
Most probable root cause: off label use with haptic in sulcus and failed fixation due to additional loss of integrity to the posterior capsule that had occurred with vitreous prolapse. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release.